Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient experienced a high blood glucose of 468mg/dl due to insulin flow block on (B)(6) 2026. The high blood glucose event lasted approximately three to four hours. The patient received treatment with insulin pen, after which the event resolved. No further information is available.